Event description:
On (B)(6) 2022, during a follow up, a peritoneal dialysis registered nurse [(pd)rn] reported to fresenius this (B)(6) male pd patient on continuous cyclic pd (ccpd) therapy on the liberty select cycler experienced peritonitis. There was no specific allegation this adverse event was due to a deficiency or malfunction of any fresenius product(s) or device(s) in the initial reporting. Upon follow up with the patient¿s pdrn, it was reported this patient presented to the outpatient clinic on (B)(6) 2022 following drain complications during ccpd therapy on the liberty select cycler at home. The patient was otherwise asymptomatic and peritoneal effluent fluid appeared cleared when obtained from the patient. It was stated the patient did not complain of back pain when they presented to the clinic (as reported in the intake) and it was believed the patient¿s back pain was unrelated to the peritonitis infection. Peritoneal effluent fluid cultures taken in the outpatient clinic on (B)(6) 2022 presented with streptococcus gordonii and a white blood cell (wbc) count of 1659/mm3. The patient was diagnosed with peritonitis due to unknown etiology; however, it was confirmed there was no indication the patient¿s infection was due to a deficiency or malfunction of any fresenius product(s) or device(s). The patient was not hospitalized for this event and prescribed a one-time dose of intraperitoneal (ip) ceftazidime at 2000 mg and ip vancomycin at 1750 mg every five days for two weeks. The patient is recovering from this event with improving drains during ccpd therapy as they remain asymptomatic. The patient continues ccpd therapy on the same liberty select cycler at home following this event.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.  Clinical investigation: a temporal relationship exists between continuous cyclic peritoneal dialysis (ccpd) therapy utilizing the liberty select cycler with the liberty cycler set and the adverse events of peritonitis, characterized by drain difficulty during pd therapy. It is well established pd patients are at high risk for infections of the peritoneum. The cause of the patient¿s peritonitis cannot be determined as there was no reported root cause; however, it was confirmed this adverse event was not due to a deficiency or malfunction of any fresenius product(s) or device(s), as reported by a medical professional. This is further evidenced by the presence of a microorganism that is part of the normal flora of the human mouth and gastrointestinal (gi) tract. Therefore, the liberty select cycler with the liberty cycler set can be excluded as a root cause or contributor to this patient¿s adverse event. Based on the required information, there was no allegation or objective evidence any fresenius product(s) or device(s) deficiency or malfunction caused or contributed to this patient¿s adverse event.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
On (B)(6) 2022, during a follow up, a peritoneal dialysis registered nurse [(pd)rn] reported to fresenius this 80-year-old male pd patient on continuous cyclic pd (ccpd) therapy on the liberty select cycler experienced peritonitis. There was no specific allegation this adverse event was due to a deficiency or malfunction of any fresenius product(s) or device(s) in the initial reporting. Upon follow up with the patient¿s pdrn, it was reported this patient presented to the outpatient clinic on (B)(6) 2022 following drain complications during ccpd therapy on the liberty select cycler at home. The patient was otherwise asymptomatic and peritoneal effluent fluid appeared cleared when obtained from the patient. It was stated the patient did not complain of back pain when they presented to the clinic (as reported in the intake) and it was believed the patient¿s back pain was unrelated to the peritonitis infection. Peritoneal effluent fluid cultures taken in the outpatient clinic on (B)(6) 2022 presented with streptococcus gordonii and a white blood cell (wbc) count of 1659/mm3. The patient was diagnosed with peritonitis due to unknown etiology; however, it was confirmed there was no indication the patient¿s infection was due to a deficiency or malfunction of any fresenius product(s) or device(s). The patient was not hospitalized for this event and prescribed a one-time dose of intraperitoneal (ip) ceftazidime at 2000 mg and ip vancomycin at 1750 mg every five days for two weeks. The patient is recovering from this event with improving drains during ccpd therapy as they remain asymptomatic. The patient continues ccpd therapy on the same liberty select cycler at home following this event.